Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 36 and 48 hours, the site was painful, infected and the blood glucose (bg) levels were 20 mmol/l (360 mg/dl). The patient visited the emergency room (ER) where was prescribed antibiotics (name unspecified) to be taken for 10 days twice day and a bolus was delivered to treat the hyperglycemia.